Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that patient had performed a physician mode recharge (pmr) under physician direction. The representative reported that the patient had performed 2 pmrs. They reported that during the 60 minute count down, the patient had seen a doctor symbol on the recharger. Troubleshooting could not be performed due to lack of access to the product. Reviewed possible power on reset (por) message after overdischarge/physician recharge mode. Reviewed bypassing the screen and charging the implantable neurostimulator (ins) until the por had been cleared by a clinician programmer. Reviewed the patient could not press any of the side buttons on the recharger or on/off buttons on the patient programmer. No patient symptoms were reported. No further complications were anticipated. The indication for implant was lumbar radiculopathy.